Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and patient death occurred. Heparin was given before start of percutaneous coronary intervention and routine act¿s were all within acceptable limits. A 2.75.12 mm synergy ii stent was implanted in the proximal left anterior descending (lad) artery and angiographically looked stable, the procedure was closed, post procedure patient was loaded with ticagrelor (blood thinner) and aspirin. And the patient sent back to their room. Approximately 20-30 minutes post implantation the patient became diaphoretic and started to code. The hospital staff attempted to stabilize the patient and brought them down to the cath lab where stent thrombosis was visualized. The patient coded for 45 minutes during which compressions and medications were administered in addition to multiple attempts of defibrillation. A balloon pump was placed but resuscitation was unsuccessful despite all attempts. The physician called the patient death after approximately an hour and a half post procedure. The physician noted that the stent could have been mal opposed and possibly undersized, but had timi 3 flow all the way to the distal lad. Post placement of stent there was no evidence of dissection or hazy appearance.